Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The occlusion alarm was identified during review of the alarm log. During functional testing a downstream occlusion alarm occurred. The cause of the occlusion alarm was determined to the safety clamp out of specification (not calibrated). To correct the condition, the safety clamp was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.